Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The field service engineer found that the sample probe was not snapping back into place. The sample probe, electrode, and dilution areas were cleaned. The probe wash levels and pressures were checked. Ise checks, precision checks, calibration, and controls passed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the sodium electrode on a cobas pro ise analytical unit. No units of measure were provided. The patient sample resulted in sodium values of 155.700 and 174.800.

Manufacturer narrative:
Correction, the following statement is now updated: "the patient sample resulted in sodium values of 155.700 and 174.800." The following is the correct statement: "the initial sodium value was 155.7 mmol/l and the repeat sodium value was 147.8 mmol/l. The repeat result was deemed correct." The customer reported that calibration and controls were acceptable. The field service engineer returned and determined there were issues with the sample probe and vacuum nozzle. The probe and nozzle were replaced. The electrode and sipper nozzle were flushed. Ise checks were performed. The customer performed calibration and controls successfully. The investigation determined that the service actions resolved the issue.